Event description:
During the contract inspection of the customer's device, a physio-control field service representative observed that the unit would sometimes prompt the connect cable message even though the therapy cable was connected properly to both, the device itself and a patient stimulator. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported intermittent failure. The therapy connector assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that device connector socket 1 was damaged by a bent male pin, making only intermittent contact to a test cable. The cable was intermittently not recognized.